Event description:
It was reported that during a routine generator change-out procedure, the physician noted that there was a sharp kink in the superior vena cava (svc) coil end pin on the right ventricular (rv) lead. A possible fracture was suspected. After straightening the kink out, the physician also noted apparent insulation damage. Medical adhesive was applied and a lead anchoring sleeve was positioned over the adhesive. Telemetry revealed high svc coil impedances. The svc coil was inactivated and the defibrillation threshold testing (dft) was acceptable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-53 lead, (B)(6) 2007. (B)(4).